Event description:
Pt brought to cath lab for diagnostic cath. Pt had ptca/stent of rca, on final pictures noted small proximal dissection. Attempted to cover with liberte stent when it dislodged and came off balloon, 20mm stent was covered by a 3.5 mm x 12mm stent. No pt injury.